Event description:
This report is for patient 1 of 2. Health professional reports: protime system inr result 1.9, repeat 2.7. Patient therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). Manufacturer method - manufacturer evaluation currently in process.